Event description:
Stapler was not firing properly. It was replaced with a new stapler to complete the procedure. Product had patient contact but no patient harm. Manufacturer response for endo gia uni 12 mm xl handle, (brand not provided) (per site reporter): failed product will be picked up by the rep.